Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor display blank) has been confirmed. The cause of the monitor not powering up has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his device made a high pitched squeal then the monitor screen went blank. The patient was issued a replacement monitor.